Manufacturer narrative:
A kink was observed in the soft cannula. Insulin was able to pass through the fluid system. It is unknown when the kink occurred. No timeouts or drive stalls were observed in the device data that would indicate a failure to deliver insulin. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. For treatment, the patient changed out the pod and gave correction bolus.